Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via (B)(6) of low blood glucose readings on her insulin pump. The customer stated that she had a seizure after her pump gave her a 7.6 unit in her sleep. The seizure lasted about an hour. The customer stated that she always locked her pump, but it unlocked in her pocket and gave her insulin time to time.